Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 6-oct-2020, mentor received additional information regarding the patient¿s demographics and implant location. The patient¿s initials are (B)(6). The patient¿s date of birth is (B)(6) 1973. The patient experienced right-sided deflation. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation:n/a. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a primary breast augmentation with a 250cc mentor siltex contour profile moderate prosthesis and experienced postoperative deflation (side unknown). A healthcare professional states that the patient is possibly experiencing unilateral deflation. At the time of this report, mentor has received no information regarding an expected explantation date.

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the revision surgery and suspected medical device. The patient underwent removal and replacement with two 250cc mentor memorygel breast implant prostheses (catalog #: 3502501bc, left serial#: (B)(6), right serial #: (B)(6)) on (B)(6) 2020. Updated reason for device explant and/or reoperation: deflation the suspected medical device was returned for evaluation. On 25-jan-2021, the investigation on the suspected medical device was completed. Investigation summary: visual analysis of the returned device revealed an area of siltex cracking on the posterior view. Additionally, a tear was observed within the siltex cracking, measuring approximately 0.5 cm. The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).